Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a there was no flow through an unspecified one-link device. The customer had difficulty drawing blood from the patient. The customer could flush and draw back; however, when they attempted to connect the tubing to the line to draw blood, no blood could not be drawn. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon follow-up, the customer reported that the issue had occurred with twelve one-link needle-free IV connectors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.